Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap and metal cap are detached and returned; the fiber exhibited a circumferential fracture proximal to fiber/cap fusion zone; the glass cap exhibited mild devitrification at the output window; the metal cap exhibited mild burnt on detritus; the outer flow tubing exhibited severe signs of torn/melting at the open end location. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to be "straight firing". The fiber was replaced and the procedure continued using a second surgical fiber. While using the second surgical fiber, the fiber was again observed to be forward-firing; the tip was also reported to have detached inside the patient and was retrieved. The procedure was again continued using a third surgical fiber, in which the "fiber tip twisted inside the cap and would overheat". The procedure was completed however, using the third surgical fiber. Patient outcome: "great" - there was no patient injury reported. This report is for the second surgical fiber used.